Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx1551 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that multiple sieve holes were found with the body of this catheter, leading to fluid leaks. No other information provided.

Event description:
It was reported that multiple sieve holes were found with the body of this catheter, leading to fluid leaks. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter is confirmed and but the exact cause remains unknown. One 4 fr groshong nxt catheter was returned for evaluation. The flushing hub stylet assembly was present within the catheter. The catheter was flushed with water using a 12 ml syringe and a bead of fluid was observed to form at the 43 cm depth marker. Microscopic observation of the leak location revealed an angled split. The split appeared to be slightly curved. The edges did not have a rough texture pattern. The catheter was cut and bisected in order to inspect the internal surface. The internal damage did not appear to be more extensive than the external surface damage. Based on the description of the reported event and condition of the sample, possible contributing factors include stylet damage and instrument damage. Since the presence of a leak was observed, the complaint is confirmed but the exact cause remains unknown.